Manufacturer narrative:
Concomitant medical device: trusize; valve handle 7420 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and was in an undesirable placement in apical position. The lead was revised and remains in use. No patient complications have been reported as a result of this event.